Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed).

Event description:
It was reported that the lead was being revised due to position. The lead was capped. The replacement lead was placed without issues but due to size of patient's vein, the physician decided to replace with another lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.